Event description:
It was reported that device detachment occurred. The (B)(4) stenosed, 16 x 4mm lesion was located in the left anterior descending artery. After a stent was implanted, the opticross imaging catheter was advanced for intravascular ultrasound examination. When the opticross was withdrawn, it was noted that the sheath was detached. A push and pull technique was used to hook the detached component and completely remove it from the patient without any additional intervention. No patient complications were reported and the patient status was stable.

Event description:
It was reported that device detachment occurred. The 90% stenosed, 16 x 4mm lesion was located in the left anterior descending artery. After a stent was implanted, the opticross imaging catheter was advanced for intravascular ultrasound examination. When the opticross was withdrawn, it was noted that the sheath was detached. A push and pull technique was used to hook the detached component and completely remove it from the patient without any additional intervention. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section. During microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.